Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that she has coughs and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on dec 15 2023. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.